Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose level. Customer¿s blood glucose level was unknown. Customer reported concern related to fill cannula and advised that might help to bring the blood glucose down. Customer explained that the fill amount was just to fill the dead space once the introducer needle was removed. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.